Event description:
It was reported that on literature review "comparison of curative effect between low-temperature plasma tonsillectomy and traditional tonsillectomy", one patient had a postoperative wound infection after a tonsillectomy using a evac 70 wand and a coblator ii surgery system. Unknown how the patient was treated. Patient outcome are unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Paper: comparison of curative effect between low-temperature plasma tonsillectomy and traditional tonsillectomy.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Insufficient product identification information was provided and thus a risk management review could not be conducted. Per the case, no further information will be provided nor will the device return for evaluation. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.